Event description:
It was reported during pre-op that the device was not operating properly. Since the issue could not be resolved by troubleshooting and repositioning, alternative devices were arranged to complete the procedure. There was no patient impact.

Manufacturer narrative:
H3: the customer complaint was not confirmed during analysis, no fault found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.